Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by the customer that before use cs300 intra aortic balloon pump (iabp) had no ECG trigger. There was no patient involved.

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. Corrected fields:g4 510k; h6 medical device ¿ problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse did not find any problem with the unit. Tested 2 set of ECG cables. Both passed. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Event description:
N/a.